Manufacturer narrative:
The reported event helix mechanism issue was confirmed. Final analysis confirmed that as received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over-torque of the inner coil. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead's helix failed to fully extend and after multiple tries the lead's helix was difficult to retract. The physician made several attempts to implant the ra lead but was unsuccessful because the ra lead's mechanism was very stiff. The ra lead was removed and replaced. The patient was in stable condition throughout.